Manufacturer narrative:
As reported, when opened for a case a break in the sealed edge of the 3dmax mid was noted. The subject device was returned for evaluation; however, at this time evaluation is not yet completed. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, when removing the 3dmax mid mesh from the packaging it was noted that the product was deformed as there was a break in the edge seal. The mesh was not used, and another mesh was used to complete the procedure. There was no patient harm or injury.

Manufacturer narrative:
As reported, when opened for a case a break in the sealed edge of the 3dmax mid was noted. The subject device was returned for evaluation; however, at this time evaluation is not yet completed. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds there is a break in the sealed edge of the 3dmax mid as reported. Based on sample and manufacturing process evaluation performed, the returned sample condition is determined to be a manufacturing-generated condition. Awareness notification was provided to all appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, when removing the 3dmax mid mesh from the packaging it was noted that the product was deformed as there was a break in the edge seal. The mesh was not used, and another mesh was used to complete the procedure. There was no patient harm or injury.